Manufacturer narrative:
This medwatch is being filed in an abundance of caution. The end-user reported to the provider, that he was thrown out of his m41srb wheelchair, causing him to break his knee and bruise his arm. The end-user stated that he did not receive any medical treatment. The end-user stated that he fell to the side and the chair tipped over, he reported wearing the seat positioning strap while in the chair. The dealer has tested the chair twice and has not been able to duplicate the issue. Several attempts have been made to obtain more information, however no replies have been received. The event has not been determined to be the result of a device malfunction.

Event description:
The provider reported that the end user has been thrown out of the m41 wheelchair. The end-user alleges that he has a broken right knee and a bruised left arm, but has not sought any medical attention. The caller states that the end user had his right knee wrapped up and he saw the bruise on his left arm.